Manufacturer narrative:
(B)(6) hosp staff attached allen shoulder arthroscopy accessory to leg section of table that was articulated downwards and contrary to use of leg section. Pt weight and allen device weight caused leg section to become disengaged from pins in downward articulation. We are unaware and uniformed of any injury to pt or staff. Skytron's distributor in the area, (B)(6) conducted an investigation of the issue on (B)(4) 2012 and could not duplicate the issue. Table articulations tested with no issues found. No fluid leakage. Recommended to customer to contacting allen for use of their produce and engage their staff in a 2nd in-service on the proper use of the 6701 table with special emphasis on the leg section warning (attached).

Event description:
Voluntary MDR on complaint received from corning hosp in (b)(5).